Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined the reported issue was a duplicate report address in (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro experienced an unspecified alarm. This was observed by the patient and occurred before use in therapy, on the day that the patient received the device. There was no patient injury or medical intervention associated with this event. No additional information is available.